Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A clinical director reported that during an intraocular lens (iol) implant procedure, the doctor inserted the lens and immediately removed it because the posterior capsule was torn. The reason for the tear is unknown. There was nothing wrong with the lens. The doctor was going to insert an anterior chamber iol but decided not to put the lens in and have patient come back once healed and to implant an anterior chamber iol. Additional information has been requested.